Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in fair condition with damaged housing, scratched screen. Investigator's was unable to perform event history log review. The customer's report problem was confirmed. The device was powered up and it displayed alarm error code 1822. According to the investigation, the pump circuit board was the cause of the reported problem. Service replaced the pump circuit board due to error with processor on the board. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy plus pump, the pump exhibited error code 1822. There was no patient involvement and no reported adverse effects.